Event description:
The user facility reported that following use of the device, the needle could not be fully retracted into the safely mechanism. Therefore, the needle was left exposed. A product representative reportedly met with the user facility and determined that the clinicians were using the devices incorrectly, causing difficulty in engaging the safety mechanisms. Product training was reportedly provided to the facility. No needle stick or injury occurred.

Manufacturer narrative:
Customer has not yet returned to the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.